Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient about the circumstances that led the implantable neurostimulator (ins) position angled. Patient said that the way it healed under the scar tissue led it to be more angled making it harder to charge. When implanted it was slight angled and as it healed it got progressively worse. The only thing patient said that they can do now is to go back in to surgery and have it removed and place in again. Patient said that this doesn't necessarily mean it won't happen again. So nothing more than that will fix it. Patient said that they can't do anything now to resolve this. Surgery is evasive and not something their body can do with the many health issues they are trying to deal with at this time. The weight of the patient at the time of this event is 170lbs.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their controller was acting up and the issue began about 6 months ago. Patient stated when they went to recharge their implant the controller was being finicky and when they turned the controller on and did anything with the buttons it took a very long time to respond. Patient also noted when trying to charge the controller the controller screen would blank out and the screen would dim so low randomly. During the call agent walked patient through removing the battery pack and plugging controller into the ac power. Controller powered on. Patient inserted the battery and confirmed controller was 40% and implant was 90%. Patient denied damages on the recharger and controller charging port. Agent advised patient to continue charging the controller. Agent would call patient back to continue troubleshooting. Agent called patient back and controller was at 100%. Patient plugged the recharger. Patient mentioned they would take a while to start charging the implant. The implant also sat on an angle. Patient always had to keep moving the recharger. Agent reviewed best charging practices. Quality kept going back and forth from good to excellent. Controller battery decreased to 90%. Patient also mentioned the controller would not respond even during mris. Patient had to press 4 times on the stop button on the batteries screen to stop the charge. Agent sent request to repair to replace the controller and recharger.